Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted the lead was able to be passed through a c315 catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead implant was unsuccessful because the tip of the lead would not fixate. The physician suspected that there was a quality problem with the tip of the lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.